Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Relevant tests, corrected data: vns diagnostics test per the clinic notes dated (B)(6) 2012, were inadvertently omitted from the initial MDR report. The diagnostics indicate proper device function of the vns generator.

Event description:
During manufacturer review of a patient's vns programming history, it was observed a faulted systems diagnostics test occurred on (B)(6) 2010, which changed the vns settings. The settings were all corrected, but the off time was programmed back to 30 minutes, not 3 minutes as was the previous off setting prior to the faulted test. It was unknown if the 30 minutes off was intended as the off time; however, this is not an efficacious setting. Clinic notes dated (B)(6) 2012, were later received to the manufacturer on (B)(6) 2012, indicating the patient was having increased seizures, painful vns stimulation in the throat, and the patient felt the vns was not stimulating regularly. Settings at the (B)(6) 2012 office visit note the off time was still 30 minutes. The increased seizures were attributed to a medication dosage error per the notes. However, the off time of 30 minutes may have been a factor as this is not an efficacious setting for vns therapy. Attempts for additional information and vns programming history are in progress.

Manufacturer narrative:
Analysis of programming history.